Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 65392- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: birth control pill. Concurrent conditions included body mass index normal, hypertension (blood pressure pill) since 2012, nausea, breast calcifications, dysuria, breast lump, dyspareunia, throat swelling, blurred vision, premenopause, polyp of corpus uteri, thyroid disorder, sinus infection, ear infection, discharge, itching and urethritis. Concomitant products included norethisterone (mini-pill) since 2014 for cystitis interstitial as well as ibuprofen. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and cystitis interstitial ("infection (bladder/ urinary tract/vaginal) type: interstitial cystitis"). In 2017, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), abdominal pain lower ("severe cramping / lower abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal pain ("vaginal pain") and dysuria ("burning during urination"). The patient was treated with surgery (hysterectomy with bilateral salpingectomies on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, alopecia, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis interstitial, tooth disorder, female sexual dysfunction and vulvovaginal pain outcome was unknown and the abdominal pain, dysmenorrhoea and dysuria had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis interstitial, dysmenorrhoea, dysuria, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she performed transvaginal ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in october 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, urinary tract infection, abdominal pain, interstitial cystitis, bleeding, dysmenorrhea, headache, cramping, vaginal bleeding menorrhagia, back pain". Most recent follow-up information incorporated above includes: on 15-mar-2019: pfs received. Event added: burning during urination. Event outcome added for: severe abdominal pain, burning during urination and dysmenorrhea (cramping). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 65392- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: birth control pill. Concurrent conditions included body mass index normal, hypertension (blood pressure pill) since 2012, nausea, breast calcifications, dysuria, breast lump, dyspareunia, throat swelling, blurred vision, premenopause, polyp of corpus uteri, thyroid disorder, sinus infection, ear infection, discharge, itching and urethritis. Concomitant products included norethisterone (mini-pill) since 2014 for cystitis interstitial as well as ibuprofen. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and cystitis interstitial ("infection (bladder/ urinary tract/vaginal) type: interstitial cystitis"). In 2017, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), abdominal pain lower ("severe cramping / lower abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomies on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, migraine, alopecia, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, cystitis interstitial, tooth disorder, female sexual dysfunction and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis interstitial, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she performed transvaginal ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, urinary tract infection, abdominal pain, interstitial cystitis, bleeding, dysmenorrhea, headache, cramping, vaginal bleeding menorrhagia, back pain". Most recent follow-up information incorporated above includes: on 17-dec-2018: update of information (batch is not valid). Incident : no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 65392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: birth control pill. Concurrent conditions included body mass index normal, hypertension (blood pressure pill) since 2012, nausea, breast calcifications, dysuria, breast lump, dyspareunia, throat swelling, blurred vision, premenopause, polyp of corpus uteri, thyroid disorder, sinus infection, ear infection, discharge, itching and urethritis. Concomitant products included norethisterone (mini-pill) since 2014 for cystitis interstitial as well as ibuprofen. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2009, the patient had essure inserted. In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and cystitis interstitial ("infection (bladder/ urinary tract/vaginal) type: interstitial cystitis"). In 2017, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), abdominal pain lower ("severe cramping / lower abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomies on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, migraine, alopecia, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, cystitis interstitial, tooth disorder, female sexual dysfunction and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis interstitial, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she performed transvaginal ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in october 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, urinary tract infection, abdominal pain, interstitial cystitis, bleeding, dysmenorrhea, headache, cramping, vaginal bleeding menorrhagia, back pain". Most recent follow-up information incorporated above includes: on(B)(6)2018: plaintiff fact sheet and medical record was received.lot number were added. Events added from pfs- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dysmenorrhea (cramping), cystitis interstitial, uti, dental problem, apareunia (inability to have sexual intercourse),vaginal pain. Reporter information, medical history,concomitant drug, aka name, lab data, plaintiff¿s middle name were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, 80 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("migraine headaches"), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomies on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, migraine, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.